Event description:
Related manufacturer report number: 2916596-2021-02932.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via analysis of the submitted log files. The account reported that a reduction of flow on the right ventricular assist device (rvad) was the reason for a reduction in flow on the lvad and that the flow issues resolved with lysis therapy; however, a specific cause for the low flow events could not be confirmed. The submitted system controller event log file, which contained data from (B)(6) 2021 to (B)(6) 2021, showed a period of transient low flow alarms on (B)(6) 2021. The system appeared to operate as intended at the set speed. The account noted a flow of 0 liters per minute (lpm) on the patient¿s right ventricular assist device (rvad) that resulted in a reduction of flow in their left ventricular assist device (lvad). A graft obstruction was suspected. The rvad was restarted, but flow did not improve. The patient was started on lysis therapy, and then the rvad was restarted again. Following the second restart, flow in the rvad began to improve. By the afternoon, flow in both pumps was restored and stable, and the patient was noted to be in stable condition. Plan of care involved routine patient management in the intensive care unit. The patient remains ongoing on heartmate 3 lvad, serial number (B)(6). No further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient was implanted with an rvad and lvad on (B)(6) 2021 (rvad: (B)(4), lvad: (B)(4). On (B)(6) 2021 one of the nurses noticed a 0 flow on the rvad at unchanged speed settings (6200 rpm) resulting in a reduction of flow on the lvad as well. Inflow/outflow graft obstruction was suspected. The rvad was restarted on 12:35:33 without improvement of the flow. The had a reduced flow as well. Lysis therapy was initiated at around 12:39 and the speed on the rvad increased to 7400 rpm. The second pump restarted was done at 12:52:18, between 12:54:30 and until 14:00:58 the rvad began increasing to around 3.5 lpm with the lvad at 5.6 lpm. During the afternoon, flows in both vads were restored and were stable at approximately 6 lpm. The patient was noted to be stable. The plan of care was to continue routine management in intensive care unit. No additional information was provided.